Event description:
It was reported that patient underwent multi-vessel percutaneous coronary intervention with stenting of right coronary artery and left anterior descending artery, and that during the procedure, the balance middleweight guide wire fractured in the left anterior descending artery and chest pain was experienced. The decision was made to convert to a coronary artery bypass grafting x3 (three) with retrieval of the fractured wire. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.